Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. To address the issue, a replacement pump was arranged by technical support, and the customer was advised to use multiple daily injections as a backup therapy. The customer was also instructed on how to prepare the pump for return, with a pre-paid label provided for shipping the faulty device back within ten days.